Event description:
It was reported to philips healthcare that intermittently during opcheck of the heartstart mrx, the ac power module stops working after the user attempts to deliver shock when prompted. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.